Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient filed legal complaint. ¿the patient was implanted with depuy acromed inc. Spinal hardware on (B)(6) 2017 and ¿within a month, he noticed problems with the hardware that caused him difficulty in walking, severe pain, and other symptoms¿. It is also noted there were issues ¿including but not limited to a broken pedicle screw¿. Other than the broken pedicle screw, there are no other specifics about the hardware and potential issues.